Event description:
Argon l-cath peripherally inserted central catheter (PICC) 28g; 25 cm trimmed to 12 cm (1.2 f, lot 11572046, ref 384540, exp 2027-05-07) placed in right brachial vein, after PICC advances to correct placement, flushed t-connector applied and secured to flush PICC line. Leaking noted at catheter hub and t-connector site. Obtained new t-connector and flushed prior to attaching to PICC hub, upon flushing newly placed t-connector leaking noted. Obtained microbore tubing, flushed and applied to PICC hub with leaking noted. Neonatal nurse practitioner (nnp) called to bedside. Obtained a new microbore tubing and primed, applied to PICC catheter hub and flushed with leaking noted. Obtained a green t-connector and flushed prior to attaching to PICC catheter hub with leaking noted. PICC discontinued due to leaking at hub after multiple attempts with changing connector device.